Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure the clips ejected. Another device was used to complete the case. There was no patient consequence.